Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement, the right atrial (ra) setscrew could not be unscrewed. The physician decided to downgrade from dual chamber to single chamber implantable pulse generator (ipg). The device was explanted and replaced. The ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.